Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial (ra) lead was exhibiting noise. The noise cause an inappropriate automatic mode switch (ams). The problem has been discussed with the physician, but no plans for intervention have been made yet. The patient will be monitored. The patient was stable.